Manufacturer narrative:
It was reported to philips the device battery fuel gauge lights stay on continuously and battery was not recognized by the heartstart mrx. There was no patient involvement. Following the initial call, additional information was not provided and there has been no further documented action by the customer. It is unknown if the device was evaluated or repaired as no further information was made available. Multiple attempts were made to request information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device battery fuel gauge lights stay on continuously and battery was not recognized by the heartstart mrx. There was no patient involvement.